Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during an anterior repair with sling placement procedure. According to the complainant, post procedure, the patient presented with retention. Following the onset of retention, the advantage fit sling was removed from the patient. The symptoms of retention remained. The patient was self-catheterized to treat the retention and the symptoms have lessened.

Manufacturer narrative:
Device unavailable for analysis.

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during an anterior repair with sling placement procedure. According to the complainant, post procedure, the patient presented with retention. Following the onset of retention, the advantage fit sling was removed from the patient. The symptoms of retention remained. The patient was self-catheterized to treat the retention and the symptoms have lessened.

Manufacturer narrative:
Brand name: initially reported: modification to trelex mesh surgical mesh; corrected: advantage fit system.